Event description:
The customer reported the external paddles failed to shock. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the external paddles failed to shock. There was no reported pt involvement. Third party field service engineer evaluated the device and found the external paddles failed. The paddles were over 2 years old. The paddles were replaced to resolve the issue. The device passed all performance assurance testing and was returned to use. We will consider this a malfunction of the external paddles where the paddles failed to shock.